Event description:
During a small bowel resection on a patient that had an obsturction due to an automobile accident some years ago, the resection and anastamoses were performed using a tlc55 and everything appeared to be just fine. The patient was closed and sent to the floor for recovery. Wihtin 24 hours, the patient was back in the o.r. For internal bleeding. In the middle of the staple line, there was bleeding. The surgeon resected the faulty anastamoses and conducted a hand anastamoses to repair the problem.